Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited significant atrial undersensing. Low amplitude was also noted. Programming settings were discussed and further evaluation was recommended. Currently, this crt-p remains in service and no adverse effects were reported.